Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed to treat stones on (B)(6) 2026. During the procedure, the device could not be removed from the bile duct because it could no longer be deflated. Extensive manipulation with multiple suction syringes, including cutting the balloon port, was unsuccessful. Intubation was performed using an ercp catheter and advanced to the point where the balloon became blocked. Various wires were then advanced, but these did not cause the balloon to burst. A needle knife was then attempted, including short electrical current pulses. This also proved unsuccessful. As a last resort, a jagwire was used, and a regular-size scivita cholangioscope was advanced. Advancement to the impacted balloon catheter revealed a stone-like pattern in the ductus hepaticus (dhs). Individual stones were visualized using electrocautery until the balloon was seen. A single electrocautery pulse was then applied to the balloon, causing it to burst. The balloon catheter was then removed orally without difficulty. Finally, an 8.5f/15cm flexima stent (neps) was inserted to complete the procedure. Due to this event, the procedure extended the examination time, however, the amount of additional procedure time could not be obtained and was reported to be unavailable by the customer/account. There were no patient complications reported as a result of this event.